Event description:
It was reported via journal article that the device did not seal. A left atrial appendage (laa) closure procedure was performed. Laa dimensions were measured using a technically difficult intraprocedural (ip) 2d transesophageal echocardiogram (tee) and a 24mm watchman flx left atrial appendage closure device was successfully implanted. Follow-up 3d tee at 45-days revealed incomplete laa closure with a large leak. Retrospective review of fluoroscopic images revealed unrecognized filling of a posterior laa lobe. Anticoagulation (ac) was continued for 3 more months, and cardiac computed tomography (CT) scan was performed which showed persistent under-coverage of the laa with large leak of 16.5 x 11.3 mm (159mm2). A much larger ostium was measured on 45-day tee (27 mm max 2d dimension) and 145-day CT (18 x 25 mm) vs. 12.9 mm on ip-tee. Ac was continued with consideration of a second adjacent device placement in future.

Manufacturer narrative:
Literature citation: velu, dhivya, et.al., 'imaging cascade - the importance of pre-procedural 3-d planning in transcatheter left atrial appendage closure', jacc march 7, 2023, volume 81, issue 8, suppl a date of event: estimated since unknown. Implant date: estimated since unknown.